Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of jejunal tube kinked. The complainant indicated that the device will not be returned for evaluation; therefore ,a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is unknown. According to the complainant, on (B)(6) 2015, they used a cassette that was just removed from the refrigerator and the high pressure alarm went off twice; later on, the pump worked properly. On (B)(6) 2015, the pump gave off a high pressure alarm and a kink was found on the jejunal tube. The kink was removed; however, another alarm went off and they changed the cassette. On (B)(6) 2015, they used a different cassette; the pump alarm activated and the cassette was changed. Later on, they used both cassettes without any problems. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.